Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issue. A field service engineer replaced drawer controllers, pyxis module controller board and cubie trays to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer was not detected on the communication bus. The user was able to remove the medication from other ways and there was a slight delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.